Event description:
The customer reported that the system would not fluoro.

Manufacturer narrative:
The ge svc rep replaced the interconnect cable, tested by booting it and making multiple fluoro exposures. He also tested the generator collimator and camera functions. The system operates properly at this time.